Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on (B)(4) 2015. The actual device was returned for evaluation and visually inspected upon receipt. No foreign matter was found nor any damages to any other part of the device. Review of the device history records revealed no manufacturing issues. A definitive root cause could not be determined and the complaint is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. For this reason.(B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass, during setup, a small black foreign material was found. No patient involvement as this occurred during setup. Product was changed out. Surgery was completed successfully without delay.